Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 310-320 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer independently managed to redo the fill tubing process, successfully completing the fill and resuming insulin delivery. Technical technical support advised not to exceed filling the pump with more than 300 units of insulin to prevent potential reading errors.